Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that allergic reactions occurred. In (B)(6) 2015, a promus premier¿ was implanted to treat the target lesion. The patient initially seemed to do well following the procedure. However, recently, the patient developed symptoms including watery eyes, the feeling that "ants were crawling behind his eyes" and the feeling that "his arms were cold."